Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Device not available.

Event description:
It's alleged through the filing of a legal claim, that the patient underwent an open reduction internal fixation of left periprosthetic femoral shaft fracture with plate osteosynthesis on (B)(6) 2017. It is further alleged that the patients left knee had to be revised on (B)(6) 2018 due to fracture of the plate.

Manufacturer narrative:
The reported event that distal lateral femur plate axsos 3 ti for left femur 12 hole / l274mm was alleged of 'implant breakage after surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The medical records from the patient were however received, and some facts about the event could be found. It was communicated in these documents that the female patient weights 170 pounds, for a height of 61 inches. This means that the bmi of the patient is 32.12, which would classify her as class I obese. As a reminder, the IFU clearly states: " [...] ¿ the risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician because of any mental or neuromuscular disorder. For this reason those patients must have additional post-operative follow-up. [...] " additionnally, the conclusion of the medical doctor in charge of the case related to this event states after reviewing all the relevant information: " [...] With a long plate rigidly fixed to the bone proximally and distally with a likelihood of limited range of motion of the left total knee and arthritic left hip, a large lever arm and stress concentration would be localized at the site of the persistent femoral nonunion. This would result in cyclically loading the plate at this level of nonunion resulting in the inevitable fatigue fracture of the plate. Examination of the explanted plate and its fracture surfaces would confirm this mechanism and rule out factors associated with plate manufacturing as having contributed to this event. " [original statements] a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It's alleged through the filing of a legal claim, that the patient underwent an open reduction internal fixation of left periprosthetic femoral shaft fracture with plate osteosynthesis on december 27, 2017. It is further alleged that the patients left knee had to be revised on april 10, 2018 due to fracture of the plate.